Event description:
It was reported that the pump screen was frozen and unresponsive, preventing interaction with the touchscreen. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to reset the pump following complete pump reset information provided by technical support, but this did not resolve the issue as the screen remained unresponsive. Reportedly the customer reverted to manual injections for insulin therapy.